Event description:
The customer reported no alarm sound was available from the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported no alarm sound was available from the monitor. No pt harm was reported. Although a visual message "speaker malfunction" is displayed on the monitor's screen, it is a possibility that the user may not be alerted to a change in the pt's condition due to no audio alarm. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.